Manufacturer narrative:
During the eval of the device at the MFR's service center, the customer's complaint was confirmed. The device's inverter board was replaced to address the issue. The device failed a step during testing and the interface board was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.